Manufacturer narrative:
Information was inadvertently reported incorrect in the initial report. This report consists of correct information. Information in section was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the sensor is functioning as designed with no indications of a dampened waveform, which is an indicative of blocked blood flow. Reportedly, the cause of the pulmonary embolus cannot be determined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient allegedly experienced a pulmonary embolus at the sensor site. No additional information is available at this time.